Event description:
The customer observed a falsely elevated architect stat troponin-I for three patients. Additionally, error codes 3050 unable to process test, liquid too low for (pipetter) at (rv 2). 3356 aspiration error on liquid level sense board (0), clot score was generated, and quality controls were out of range after the aspiration errors. The following results were provided (reference range <0.01 ng/ml): sid (B)(6), 68 years old male; initial results=0.240 ng/ml, repeat results(B)(6) = 0.011 ng/ml sid (B)(6), 85 years old female; initial results= 0.652 ng/ml, repeat results(B)(6) = 0.04 ng/ml sid (B)(6), 39 years old female; initial results= 0.548 ng/ml, repeat results(B)(6)= 0.01 ng/ml there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.